Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified superficial femoral artery. The physician advanced an unspecified peripheral cutting balloon and treated the lesion. Next, the 1.5mm x 20 x 143cm sterling es balloon catheter was used to pre-dilate the lesion. The balloon was inflated once to 6 atms and then once to 8 atms. When it was inflated once to 10 atms, the sterling balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)